Event description:
It was reported that during a lap cholecystectomy, the clip was not fully advanced into the jaws at 2nd or 3rd firing and a teardrop-shaped clip was formed. The device was used on the cystic artery. The same event occurred several times. There was no unexpected resistance in grasping the trigger. There was no unexpected noise. There was no torquing or twisting of the device present at the time of firing. The device did not clamp something hard such as an existing clip. The device was fired several times out of the patient after the event. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.